Event description:
Customer complains of device which displays "push analyze" following bootup without a pt simulator connected. Device also displays "connect electrodes" when a pt simulator is connected.